Event description:
Additional information was received from the medical professional that the cause of death was sudep and there were no concerns the patient's death was vns related.

Manufacturer narrative:
Unique identifier (UDI) # - corrected information: (B)(4). Explant date - corrected information: the explant date should have been included on the first supplemental report submitted as (B)(6) 2018.

Event description:
The patient's vns was removed after the passing of the patient. Follow up was done for the return of the device however the patient's vns has not been received by the manufacturer to date.

Event description:
It was reported that the patient passed away due to unknown reasons. The patient's vns was replaced on recently and the device impedance after implant was stated to be ok. No additional relevant information has been received to date.